Manufacturer narrative:
A ge rep evaluated the system and troubleshooting continues. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would not display an image. No pt injury was reported.